Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the complaint unit was carried out. No visual issue was noted with the advancer unit. The rotablator unit was wet tested and no speed was achieved. The handshake connection of the advancer unit would not rotate. The turbine was also seized. The brake defeat was tested and could not be activated. The advancer unit was dismantled to examine the turbine and a melted ultem was evident. The brake could not be activated due to the melted ultem. The advancer unit was dismantled to examine the turbine and a melted ultem was evident. The brake could not be activated due to the melted ultem. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was reported that the brake defect malfunctioned. The target lesion was located in the left anterior descending artery (lad). A 1.25mm rotalink plus was selected for treatment. Upon activation of the burr catheter during preparation outside of the patient, it was noted that the wire was spinning with the burr. The internal brake mechanism of the advancer was not firmly holding the wire. The physician opened a new catheter and completed the procedure. There were no patient complications reported.